Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to login station and unable to pull medication for s orders. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected station that caused no delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull med for some orders. A technical support specialist (tss) dialed into the station and discovered multiple tasks under job activity monitor were failed to start upon dialed in due to lack of permission for nt/authority\system account. Then assigned 'sys admin' to use roles and assigned data base (db) owner to all failed tasks, after that tasks were successfully started. Then applied a hotfix 10000366584-00 es recovery model upload script 4.13.0.28 and backed up db, then full synced and rebooted. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to login station and unable to pull medication for s orders. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected station that caused no delay to the patient care. There were no adverse events or injuries reported based on this event.